Event description:
The pt developed a tear in the superior neck of the aorta, and subsequently expired in 2000. The case was very straightforward. Final angio looked good, the pt had good pulses and was closed. Approximately thirty minutes later, the pt exhibited distention of the belly and the blood pressure began to drop. The surgeon opened the chest for exploratory surgery, inspected the graft location, and noticed punctures or holes in the vena cava. The punctures were repaired, the procedure completed, the pt became stable, and returned to the recovery room. Approx thirty to forty minutes later, the pt's pressure started to drop again, accompanied by distention of the belly. Exploratory surgery revealed that the bleeding did not originate from the vena cava. Inspection of the infra-renal aorta revealed a small tear on the posterior wall of the superior neck, which was not appreciated during the initial vena cava repair procedure. The pt's pressure became stable and the surgeon decided to leave the small tear (due to the risk of subsequent blood loss). The pt returned to the recovery room. About twenty to thirty minutes later, the pt's pressure dropped to zero. Resuscitation efforts failed.